Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The needle was found to be bent near the handle. The shaft temperature was found to be below specifications. Ice formed along the entire sleeve, confirming the reported complaint. Disassembly of the needle revealed that the vacuum sleeve had collapsed along the entire needle shaft. No soldering gaps, soldering flux or corrosive signs were visible on the sleeve's external surfaces. Multiple possible root causes were identified that could have caused the malfunction: vacuum sleeve thermal insulation loss, bending of the shaft or vacuum sleeve collapse onto the needle. The needle lot manufacturing records were reviewed, and no related deviations were found within the needle batch.

Event description:
Two needles were used in a renal cryoablation procedure. During the freeze cycle, one of the needle's collected frost on the needle shaft. The patient's skin was protected by the user to continue the case and prevent injury. The iceball size was satisfactory for the user. The case was completed with no reported injury to the patient. The reported defective needle was returned to the manufacturer for investigation.